Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic totally occluded mid right coronary artery. A 2.0 x 12 mm mini trek balloon catheter was being used for pre-dilatation when the balloon ruptured during the second inflation at 12 atmospheres. The procedure was completed with an nc trek balloon catheter and a non-abbott drug eluting stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, fielder xt, miracle 4.5. Device: use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek/mini trek information for use, in the precautions section states: note the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.